Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: a visual examination of the returned device found the handle cannula detached. A very slight torque mark from the handle cannula assembly process was found. Functional evaluation was not performed due to the condition of the returned device. The complaint that something broke was confirmed; the returned device has the handle cannula detached. The handle cannula had a very slight torque mark, indicating the handle cannula was not properly assembled. Therefore, the most probable root cause of the identified failure is manufacturing. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, something broke inside the snare, but the user was unsure as to where. As a result of this breakage, the user was unable to close the snare loop. The procedure was completed with a sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, something broke inside the snare, but the user was unsure as to where. As a result of this breakage, the user was unable to close the snare loop. The procedure was completed with a sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.